Event description:
It was initially reported that the patient was unable to adjust the stimulation on their implantable neurostimulator (ins) and saw a "call your doctor" icon on the patient programmer. The company representative reported seeing either a "power on reset" (por) or "end of service" (eos) message on the programmer. Additional information was received that reported the ins had reset to factory settings, indicating a por. All bipolar impedances involving electrode 0 also showed impedances >4000 ohms. The ins was reprogrammed around electrode 0 and the patient felt stimulation again, but in a slightly different area than before. The patient then noted that she had been in a severe four-wheeler accident during which the ins took a direct hit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v445442, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).